Manufacturer narrative:
The patient identifier is ni because the information is not available.

Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability during clinical procedure. The implant was removed. No adverse patient consequences were reported.